Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Customer did not provide serial number .

Event description:
It was reported to philips that the device needs to be checked.there was no reported patient involvement / adverse patient impact.